Event description:
The implant failed due to poor oral hygiene. Fixture was placed at #37 and removed after 10 months. Traditional 2 stage. Fixture was placed with primary closure. Healing abutment load. Prosthetic attachment (single). Good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our patient. There is no health information about patient. See scanned pages.